Manufacturer narrative:
It was claimed that the internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the internal leakage test with message "system volume too large", pressure transducer, o2 cell/sensor and flow transducer tests failed during pre-use check. The air gas module was checked and has been replaced to resolved the issue. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. The defective part nor device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).